Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found plunger clamp stuck in the up position in the reported problem area of the pipetter assembly and replaced it. The instrument was inspected, tested without further problem, and returned to service.